Event description:
(B)(4) (an (B)(4) company) is distributing these "air bands" as a medical product in the united states to physical therapists, personal trainers, and athletic trainers who have not been trained in it's use. This is a class I or ii medical device and is not listed with the FDA. It is not manufactured in an FDA listed facility. There is no "quick release" or easy way to take the cuffs off if the pump malfunctions. These blood flow restriction cuffs pose a risk to patients who may use them or the everyday consumer who does not know how to use them properly. FDA safety report ID# (B)(4).